Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexivatm diffusicstm closed IV catheter system the tubing was separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that went to clamp and the entire extension came off the catheter.